Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures twice. The customer¿s blood glucose level was unknown. Customer was advised to place insulin pump in storage mode. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No pump error 63 alarms noted during testing. However, pump error 63 alarm confirmed in the history file due to broken trace at pin, keypad assembly.